Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensors and found 1 sensor with cannula broken in half with a broken missing part. Failure analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had sensor errors with the sensor. Customer stated the alert has occurred four times in the past. It was also found the customer had a missing cannula from the sensor. The customer declined to troubleshoot. Customer stated they believed the issue was caused by the transmitter. The customer's blood glucose was 77 mg/dl. Customer agreed to return the sensor for analysis.